Manufacturer narrative:
The customer reported that their AED was displaying "battery replace now warning" and the asi is flashing red communication with the customer did not identify the cause for the depleted battery pack; the cause of the complaint cannot be determined. The maintenance schedule is not known. Customer did not have another bp or AED on site to use bp for testing. Advised customer to leave AED out of service and customer service is sending a warranty battery pack with data card to the customer. The IFU states: improper maintenance can cause the defibtech ddu series AED not to function. Maintain the ddu-1xx series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. The available information does not indicate that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported that their AED was displaying "battery replace now warning" and the asi is flashing red . The reported event did not occur during patient use.